Manufacturer narrative:
Based on the feedback received on (B)(6) 2019, the sensor was removed on (B)(6) 2019. G1-2 contact information was updated. H6 results code was updated to 3221. H6 conclusions code was updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the physician was unable to explant the eversense sensor.